Event description:
The patient presented to the cath lab for the elective procedure in 2005. Access was obtained through the right femoral artery. The mid lad lesion was predilated with a 2.5x20mm maverick balloon inflated to 6 atm's for 60 seconds. The physician then positioned the taxus express2 2.5x24mm drug eluting stent which was deployed to 12 atm's for 43 seconds. The sheath was removed and an angioseal was deployed with manual pressure to the site until hemostasis was obtained. The patient received heparin, vesed, morphine and intra coronary nitroglycerine during the procedure. The patient also received a reopro bolus, a loading dose of plavix and a reopro drip was started. The next day the patient was brought back to the cath lab with complaints of chest pain ranging from 6 1/2 to 9 1/2 on a 0-10 scale. The patient was treated with valium. Access was again obtained through the right femoral artery. The thrombosis was first treated with a 2.5x20mm maverick balloon inflated three times to 6 atm's for 7 seconds, 12 atm's for 15 seconds and 27 seconds. The physician then implanted an 2.75x24mm express2 bare metal stent. The stent balloon was inflated to 12 atm's for 27 seconds. An angioseal was used again at the puncture site. No additional complications were reported. Patient status is reported to be satisfactory.